Manufacturer narrative:
Other relevant device(s) are: product ID: s a-85, serial/lot #: (b)(4, ubd: 24-oct-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and 10 endoanchors were used in the endovascular treatment of the patient with a 38mm abdominal aortic aneurysm in conjunction with another manufacturer stent graft due to concern for late failure. However, it was reported that 5 days post index procedure, the patient had stenosis of the prosthesis limbs. This was noted to be not related to the heli-fx device but was assessed to be related to the index procedure. Re-intervention was carried out with the implantation of two non mdt iliac extensions and the event was resolved. It was reported that approximately 14 days post index procedure, the patient suffered from an infection of a wound seroma / lymphocele /fistula which was noted to be related to the re intervention for the stenosis in the prosthesis limbs. Re-intervention was carried out the next day and the event was resolved. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Correction: fdp c50678 and fdd c76126 added. If information is provided in the future, a supplemental report will be issued.